Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the sram card and performed the profile setup. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.